Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator device shutdown (error code 1101). The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator device shutdown (error code 1101). The customer reported that the device had alarmed and had restarted. During troubleshooting, a review of the event log confirmed that a 1101 and 3007 diagnostic codes were recorded. The rse referred to the service manual, and it was noted that "if diagnostic code 1101 occurs in conjunction with diagnostic code 3007, no action is required.". The rse noted that the suggested repair for code 1101, was to reinstall the operational software (at customer discretion). The customer reported that a full performance verification test (pvt) was performed, and the customer would speak with the respiratory therapy manager before returning the device to service. The system meets the specification for the performed service and is returned to use.